Event description:
Philips rec'd info from the customer that reported the operator was attempting to move the pt out of the scanner by pressing the out button on the gantry panel and the couch moved in. The operator was able to stop the motion by releasing the gantry panel button. The field service engineer (fse) confirmed there was no harm to a pt or operator.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).